Manufacturer narrative:
Complainant states that the complaint had "nothing to do with component failure". Encore is continuing to request data associated with this event. This information will be submitted if it becomes available. This is the final report.

Event description:
Hip revised from bipolar to total hip arthroplasty due to pain.